Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the reload was broken when opened out of package. The scrub nurse caught it before loading in the powered echelon, so the reload was never used. There were no patient consequences. Case completed with another device of the same product code.